Event description:
It is reported that in 2013 patient had surgery of the thoracic and lumbar lateral pedicle spondylodesis. The convalescence went well, which is confirmed by the medical documentation. The patient was on time for all control visits. During one of the visits taking place on (B)(6) 2017, an x-ray photograph showed the destabilization of the instruments. The patient was referred for re-surgery of the spine, removal of damaged instruments and implantation of a new one. On (B)(6) 2017, the patient was admitted to the clinic orthopedic department of the hospital in (B)(6) and on (B)(6), she underwent surgery during which the rods were removed. (The rod on the left side was broken in two places).¿ the hospital did not inform the manufacturer about this event.

Manufacturer narrative:
Method: visual inspection, material analysis, product history review, complaint history review, labeling review, risk assessment.result: the customer reported event of was confirmed via visual inspection. The rod was returned and analyzed. The device was confirmed by material analysis to have fractured in bending fatigue and reverse bending fatigue. The observed elemental composition was consistent with the print. No material or manufacturing defects were found.manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was implanted for a period of 4 years. According to the IFU, "the surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices." It was reported that the patient was very active and this may have contributed to the rod fracture. Additionally, the IFU states "the size and shape of the bone structures determine the size, shape and type of the implants. Once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device." And " while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Fatigue fracture of spinal fixation devices, including screws and rods, has occurred." The IFU also warns about the effects of nonunion with the passage "internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs." It is not known if the patient fused. Conclusion: the most likely root cause is length of implantation as these devices were implanted for a period of 4 years. Additionally, the patient's active lifestyle may have contributed to the fracture of the device.

Event description:
It is reported that in 2013 patient had surgery of the thoracic and lumbar lateral pedicle spondylodesis. The convalescence went well, which is confirmed by the medical documentation. The patient was on time for all control visits. During one of the visits taking place on (B)(6) 2017, an x-ray photograph showed the destabilization of the instruments. The patient was referred for re-surgery of the spine, removal of damaged instruments and implantation of a new one. On (B)(6) 2017, the patient was admitted to the clinic orthopedic department of the hospital in (B)(6) and on (B)(6) 2017, she underwent surgery during which the rods were removed. (The rod on the left side was broken in two places).¿ the hospital did not inform the manufacturer about this event.

Manufacturer narrative:
Device returned.

Event description:
It is reported that in 2013 patient had surgery of the thoracic and lumbar lateral pedicle spondylodesis. The convalescence went well, which is confirmed by the medical documentation. The patient was on time for all control visits. During one of the visits taking place on (B)(6) 2017, an x-ray photograph showed the destabilization of the instruments. The patient was referred for re-surgery of the spine, removal of damaged instruments and implantation of a new one. On (B)(6) 2017, the patient was admitted to the clinic orthopedic department of the hospital in (B)(6) and on (B)(6) 2017, she underwent surgery during which the rods were removed. (The rod on the left side was broken in two places).¿ the hospital did not inform the manufacturer about this event.